Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's implantable cardiac monitor was exhibiting noise on freeze captures, most likely due to loss of sensing. The patient was asymptomatic. The physician elected to only continue to monitor the patient.